Event description:
The user facility reported hose separated from the system 1e processor, causing water to come out through counter top hole and into a floor sink. Facility personnel shut off the water supply and cleaned the water up. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimped fitting had separated at the system 1e inlet connection. Technician installed a new hose, tested the unit including running a diagnostic and processing cycle and observed a facility employee running a cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).